Manufacturer narrative:
Continuation of d10: product ID: b3300542m, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot#: (B)(6), ubd: 24-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that MRI facility tried to place patient (pt) into MRI mode and perform the MRI mode impedance test, but pt got elevated impedances. Caller was not certain if the results had been generated from a pt programmer or physician tablet. Technical services talked about the differences in impedance algorithms between programmer and tablet. Technical services also asked caller to sent pictures of the impedance results or screens from pt programmer. Technical services agreed to call caller back once results were received. See attached images. Technical services sent multiple emails to caller. Monopolar measurements showed impedances above 5k in the left lead.